Manufacturer narrative:
The sample is indicated as unavailable for evaluation. Without such evidence, the complaint cannot be confirmed and a root cause cannot be determined. If additional information is received in the future, a follow-up report will be provided.

Event description:
Dr. (B)(6) was placing an option elite filter and was not able to deliver it, opened a second and was able to place that one.